Event description:
Performance data was returned to the manufacturer, analyzed and revealed a lead integrity alert due to low right ventricular lead defibrillator impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance data received from the device was analyzed and revealed low right ventricular defibrillator lead impedance and oversensing, with 10 ventricular nst episodes between 2012 (B)(4) and 2012 (B)(4). A lead integrity alert was triggered on 2012-10-03. Concomitants products: 4196 implantable pacing lead 2009 (B)(6), 5076 implantable pacing lead 2009 (B)(6). (B)(4).